Manufacturer narrative:
This report is submitted on may 17, 2022.

Event description:
Per the clinic, the patient experienced chronic pain since surgery even when not wearing the device. There is no inflammation, no swelling, no erythema. The magnet was explanted on (B)(6) 2022. The implant remains in-situ.